Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was severely calcified. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The device was removed without any problem using the normal method. There were no patient complications, and the patient condition was good post procedure.

Event description:
It was reported that the balloon ruptured. The target lesion was severely calcified. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10 atm. The device was removed without any problem using the normal method. There were no patient complications and the patient condition was good post procedure. It was further reported that the duration of each inflation was 30 seconds.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).